Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited oversensing.

Manufacturer narrative:
W1dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por). The device was interrogated and remains in use. It was also reported that the right atrial (ra) lead exhibited a lead warning, rising / high impedance, unstable sensing and polarity switch. It was suspected that the ra lead was fractured. The lead remains in use. No patient complications have been reported as a result of this event.